Event description:
It was reported that this event happened in the cardiac surgery operating room. The indication for use is preoperative for angina. The surgeon connected the one-way valve to the male luer onto the short driveline tubing and slowly aspirated a full syringe of air. The doctor removed the catheter from the tray while keeping it in line with the balloon membrane according to the instructions for use. Before inserting the catheter, the physician confirmed the balloon was wrapped up and there was no kinking in the catheter. As the physician advanced the catheter through the sheath, the balloon was unwrapped. As a result, it was difficult to advance the catheter any further. The physician was compelled to remove the sheath and the catheter. It was necessary to puncture in a different side again and to insert a new sheath and a new catheter. There were no patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.